Event description:
Related manufacturer reference number: 2017865-2024-33898. It was reported that patient presented in-clinic for device interrogation. Upon review of electrocardiograms (egms), it was observed that left ventricular (lv) lead and right ventricular (rv) lead exhibited over-sensed noise leading to pacing inhibition. The lv and rv leads were explanted and replaced as a result. Patient condition was stable.